Event description:
It was reported that the patient complains of pain at incision site. The patient states that the pain has become more pronounced recently. The patient is allergic to nickel. Her surgeon and allergist would like a sample of the chrome and ceramic of her implant so she can be tested to determine if she is allergic to these materials. Patient states that her surgeon has contacted stryker to have these samples sent to him.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in a supplemental report.